Manufacturer narrative:
The internal investigation has determined that product labeling will need to be updated to reflect the correct designation of lane 39 as negative for (B)(4). Add'l investigation activities are ongoing and will be reported in the f/u report.

Event description:
During an internal investigation of a customer complaint (B)(4) it was determined that several lots of dpbi ssp unitray kit (catalog # 451606d) were effected. An incorrect reactivity assignment of (B)(4) as positive in lane 39 would result in a no type.